Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) registered nurse reported a patient coded and expired. The patient was on the liberty cycler during the night then coded and passed away. Follow-up was made with the nurse and clinic manager who reported the patient had a known history of cardiac and respiratory disease and they were not reporting any problems with the pd therapy. Medical records were requested.

Manufacturer narrative:
A visual inspection was performed on the returned device and found that the heater tray was slightly warped but there were no other signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
During follow-up with the clinical manager she reported the patient had the following admission diagnosis: chronic obstructive disease (copd), congestive heart failure (chf), coronary artery disease (cad), hypotension, pleural effusions, and end stage renal disease (esrd). The discharge summary included the following for issues for the patient during this admission: acute exacerbation of chronic obstructive pulmonary disease, acute on chronic chf, esrd, gi bleeding, malnutrition, hypercapniec respiratory failure, cad, mitral insufficiency, history of history of trans-ischemic attaches (tia), hypotension, pneumonia, patient was being worked up for inotropic support. The death certificate will not be available and no autopsy was ordered. No further information will be available.